Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl. Reportedly, the customer "did not manage diabetes well" which caused the high bg. The customer clarified that the cause was due to not correcting for the bg when needed and the customer neglecting to pay attention to the bg levels. The bg was treated with a correction bolus.